Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was clotting in three devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos shows clots in the used tubes. Additionally, 100 retained samples were visually examined, and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of sept 2025. If complaints for sample quality reach an action level, additional testing may be required. Bd quality will continue to monitor sample quality complaints. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was clotting in three devices. No adverse impact was reported regarding the patient or user.